Manufacturer narrative:
Device eval by manufacturer: only the main coil was returned for analysis. It was observed that the main coil was bent and stretched at the zap tip, coil arm, and primary coil section. Additionally, the arm of the coil was detached. Functional testing could not be performed since only the main coil was returned. Dimensional inspection was performed, and the zap tip outer diameter and the primary coil outer diameter were within specification.

Event description:
Reportable based on device analysis completed on 01-apr-2024. It was reported that the coil was unable to advance in the catheter and was stretched. The patient presented with abdominal aortic aneurysm and underwent endovascular aneurysm repair. The target location was in the moderately tortuous internal iliac artery. A 10mm x 40cm interlock-35 was selected for use. However, during the procedure, the coil got stuck in the middle part of the 5fr non-boston scientific (bsc) catheter. The coil was pushed with a non-bsc wire, and when the delivery wire was pulled, the coil did not move at all and became unraveled. It was noted that intermittent flushing was performed before inserting the coil, the introducer sheath was firmly seated in the hub of the catheter before an attempt was made to advance the coil, and the twist lock was fully opened. The entire catheter was removed from the body, and the procedure was completed using another 10mm x 40cm interlock-35 and catheter. No patient complications nor injuries were reported. However, returned device analysis revealed that the coil was detached.